Event description:
A discordant, falsely low creatinine (crea_2) result was obtained on one patient sample on an advia 2400 instrument. The discordant result was not reported to the physician(s), as it did not match the patient's clinical history. The sample was repeated on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low crea_2 result.

Manufacturer narrative:
A siemens technical applications specialist (tas) was dispatched to the customer site. The tas reviewed the reaction curves, and found no abnormalities. The tas repeated the patient sample which resulted falsely low for crea_2, and the result matched with the previous repeat. Quality controls run before and after the discordant result, were all within range. The cause of the discordant, falsely low crea_2 result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.